Event description:
It was reported that during a follow up, the left ventricular lead was found to have been dislodged. There a loss of capture and an x-ray confirms that the lv lead was in the coronary sinus and not the intended area. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.